Manufacturer narrative:
The reported events were ¿a defect in the product¿s wiring is suspected¿ and noise. As received, a complete lead was returned in one piece. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿a defect in the product¿s wiring is suspected¿ was confirmed. Visual and x-ray examinations noted the inner coil was bunched up at the connector and middle regions of the lead. The cause of ¿a defect in the product¿s wiring is suspected¿ was due to the damaged inner coil consistent with procedural damage.

Event description:
It was reported during an implant procedure on (B)(6) 2025, the left ventricular lead presented with noise and a conductor fracture. The lead was not used and replaced in the same operation. Post-procedure there were no patient consequences.